Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection at abutment site (date not reported). Additional information has been requested but has not been made available as of the date of this report.